Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message ¿sig¿ was displayed during treatment. The error message could not be cleared after applying new ultrasonic contact cream. Therefore the flow measurement is impaired. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "sig" was discovered during treatment. No patient harm occurred. According to service order 43447457dated on 2020-09-08 a getinge service technician confirmed the sig error. The rotaflow unit would run up to one hour without any issues. After this time the "sig" error would be displayed. Ultrasonic contact cream was reapplied. Resulting in the same error message. The rotaflow console unit was dust free and in a good internal condition. The rotaflow console service was completed. The defect rotaflow drive was send back to germany for report under RMA#42135. 2020-09-24: drive was received. 2020-09-30: function tests at the service department rastatt. 2020-10-02: service report rma2020-10335 has been received. According to the service report rma2020-10335 dated on 2020-10-19 could the reported failure be confirmed. The flow sensor has been replaced. Most possible root cause could be determined as: aging. According to the service report 10478579 dated on 2020-10-29 was the function of the rotaflow drive tested. A system tests as per service protocol has been performed. All test were passed. The reported failure " sig" was discovered during treatment. The device was directly involved in the incident and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).